Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. Adjustments were made to the left ventricular (lv) lead but failed to resolve the stimulation. The lead remains in use. No patient complications have been reported as a result of this event.